Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported tidal volume exhale readings were incorrect during use on a patient. The customer reported the patient was transferred to another ventilator. The customer reported there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. There were no visible defects, damage or contamination. Attempted to confirm reported problem "tidal volume exhale readings not correct , device was on patient - no harm. Moved to another ventilator. Kent says the transducer calibration is failing . The reported complaint was confirmed through the events log and duplicated during functional check. Transducer pt802 (exhalation flow transducer) is failing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.